Event description:
It was reported that after some radiofrequency lesions were placed, the pressure dropped and a pericardia! Effusion was confirmed on both intracardiac ultrasound and an echo. The physician performed a pericardiocentesis and the patient was stable at the time of the call. It was also reported that the training failed while trying to respiratory gate. The caller stated that he tried both when the magnets were stowed and again while in. A default template was in use. Additional information received stated that the physician's opinion regarding the cause of the adverse event is that it occurred during transseptal puncture or while using the stryker right ventricular quad catheter. The baylis medical transseptal needle (not confirmed) and st. Jude medical agilis 8.5 french sheath (not confirmed) were used to perform the transseptal puncture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)